Manufacturer narrative:
The physical device was not returned for investigation. Cloud data from the user for the period of 23feb2026-04mar2026 was downloaded and reviewed. Review of the cloud data found no notifications indicating that a value expired, as these types of notifications are not expected to go to the cloud system. Without log files, it could not be determined if the user was receiving these notifications. Review of the bolus records in the cloud found that each bolus started had a completed record sent from the pod to the controller upon completion of each bolus started. Comparison of the bolus records to the patient history buffer data confirmed that all boluses that were started were successfully delivered as the total pulses delivered count tracked by the pod incremented correctly based on the total bolus volume of each bolus after delivery of each bolus. No evidence of a bolus being started not being delivered was observed in the cloud data. The exact cause of the reported values expired notifications could not be determined from the available cloud data. Lot release records were reviewed and the product lot met all acceptance criteria. Cloud - locked down/smartphone: lockdown cloud - omnipod 5 software app version: 3.1.6 cloud - operating system: n5004l-am-q-mv01602-06-01.06 cloud - hardware: n5004l cloud - cgm sensor type: l2+ please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported they programmed the personal diabetes manager (pdm) to deliver a bolus on 03-mar-26. When entering blood glucose and carbohydrate values, the omnipod 5 pdm displays the message ¿value expired. The bolus calculator requires updated values from the pod to accurately calculate a bolus¿. The patient reported they were getting sensor values every 5 minutes as expected, but they were receiving the error message over the last month, every 2 to 3 days. The patient checked the history and only found sensor values, and did not see insulin values. The patient then re entered their bolus calculation for 30g of carbohydrate at blood glucose level of 7.9 mmol/l (142 mg/dl), and 3 units of insulin was successfully delivered without the previous message. The patient also reported previous instances when no bolus was delivered. The patient reported administering a bolus, watched the progress bar finish, then returned their pdm into their bag. The patient then noticed their blood glucose levels rising, which prompted the patient to check their pdm. The patient reported that the bolus was not delivered.